Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation the forceps channel port has a scratch, the air/water cylinder has foreign objects, the electrical connector is dirty due to water leakage, the distal end has discoloration, the air/water tube has foreign objects, the connecting tube has peeling coating, and due to damage on the suction tube of the universal cord the cleaning brush cannot be inserted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, a flex video scope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was a white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.